Event description:
It was reported that after the initial implant procedure, this patient experienced diaphragmatic stimulation. The device was programmed to aai and the lead was explanted and replaced for an active fix lead that was position in the septum. No additional adverse patient effects were reported.